Manufacturer narrative:
Prior to re-inserting the guidewire via the microcatheter, the guidewire was inspected for kinks, bends or any other anomaly. No add'l info was available. Additionally, prior to shipping, no other issues were noted with the prod. The prod is expected to be returned for eval and analysis; however, has not been rec'd. Additional info will be submitted within 30 days of receipt.

Event description:
During a (tae) transarterial embolization of the right (ic/pc) internal carotid artery at the junction of the posterior communicating artery, resistance was met with prowler (606-051fx) and the guidewire (brand and size: unk). The event occurred after the delivery of the third coil. The (gw) guidewire was stuck in the prod during the withdrawal. Therefore, the gw was withdrawn out of the pt's body with the prod, and another microcatheter (excelsior/boston) was used for the procedure. There was no info of the vessel characteristics. The prod was clinically used without any adverse consequence to the pt. The prod will be returned for eval.